Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that was discrepancy in the readings of sensor and blood glucose and insulin pump going into threshold suspend. Troubleshooting was done. Customer's blood glucose was 151 mg/dl. The customer was educated regarding differences on sensor versus blood glucose readings. The scroll wrap feature recall was discussed with the customer. No further information provided.